Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the pt lost stimulation and her programmed displayed an "ipg battery low" message. The charger was unable to communicate with the pt's ipg. A replacement charger was sent to the pt; however, it is currently undetermined whether the replacement external device resolved the issue. No further info is available at this time. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg.